Event description:
It was reported that the patient experienced ongoing pain due to a broken spinous processes. The patient underwent an explant procedure of two superion devices and had a different procedure. It is unknown if the broken spinous processes ID device related or procedure related. The devices were not returned for analysis as they were retained by the facility. No additional information is available despite multiple good faith effort requests. This is the report for the first explanted device.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant. Upn: unk-p-superion_implant. Model: no information . Serial: n/a. Batch: no information.